Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: no UDI available due to no list or lot number provided.

Event description:
The event involved an unspecified a-line tubing where it was reported the registered nurse (rn) noticed that an a-line waveform had disappeared and was able to draw back blood from the a-line but unable to flush the line with the in line a-line set up. The rn attached a normal saline syringe to the sample port and was able to flush without difficulty and decided it was a tubing issue and changed the a-line tubing set up. The a-line was then able to withdraw blood and flush without any difficulty or further issues. The patient was a male with age of 5.18. Unknown adverse event but potential for blood stream infection with tubing change.

Manufacturer narrative:
The reported complaint of no waveform and backflow was not confirmed on the returned sample. No visual anomalies were observed. The transpac was electrically tested and a wave form was able to be zeroed with the waveform visible on the monitor. The returned set was primed and pressure leak tested, no leaks were observed. The set was able to be primed as expected. The sample had performed per the product specifications. A device history lot review could not be conducted because no lot number(s) was/were identified.